Event description:
It was reported by the customer that a pyxis medstation es system refrigerator was not detected as closed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis refrigerator was not detected as closed due to the faulty latch. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.